Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced diabetic ketoacidosis (dka) with a blood glucose (bg) level of 545 mg/dl. The customer was admitted to the emergency room on (B)(6) 2018, and subsequently hospitalized. Prior going to the hospital, the customer administered a manual injection. While at the hospital, the customer was treated with insulin and bg level decreased to 190 mg/dl. The customer was released from the hospital on (B)(6) 2018, with the customer felling better and the issue resolved with no permanent damage to the customer. Review of the pump data by tandem technical support verified that multiple occlusion alarms had occurred. In addition, the temporary rate had been increased to 200% by the customer. Reportedly, the customer used manual injections as alternate insulin therapy. Multiple attempts were made by the clinical diabetes educator to follow-up with the customer; however, the customer declined to provide additional information.